Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patients¿ pump managing physician who reported that in clarification of the patient being unresponsive this was not a device issue. The patient was on minimal rate and it was unknown if the patient had obtained opioids for oral use from family. In regards to if there was a device issue or procedural issue was the cause of the issue determined it was stated as no. The actions and interventions taken to resolve the issue was reported as the patient continues to be maintained on minimal rate and was no longer being followed by their office. The patient¿s oncologist was managing her pain symptoms per the patient request with orals. There was no intention to explant the device. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was hospitalized today ((B)(6) 2019) unresponsive. It had occurred suddenly. They had been giving the patient narcan and she responded to the medication, but it didn¿t last. The reporter had no further history. The hcp was wondering what the drug concentration and dose of the medication in the pump were but was unsure who the pump managing physician was. No further complications have been reported as a result of this event.